Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the next day after implant, the leadless implantable pulse generator (ipg) exhibited pacing failure, a rise in thresholds, dislodgement and migration. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.